Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for distal humeral fracture. After deployment of the plate, the surgeon inserted the two (2) locking screws, but could not lock them. Surgeon drilled and inserted the screws again, but still could not lock them. The sales rep confirmed that the screw head was worn out, but he didn¿t know whether the screw worn out during insertion or before. The surgery was finished without inserting a screw into the screw hole. The surgery was completed successfully within thirty (30) minutes delay. Patient's outcome is reported as stable. No further information is available. Concomitant device reported: 3.5mm ti locking screw 18mm (part # 412.105s, lot # 3l55128, quantity 1); plate (part # unknown, lot # unknown, quantity 1); drill (part # unknown, lot # unknown, quantity 1), screwdriver (part # unknown, lot # unknown, quantity 1). This report is for one (1) 3.5mm ti locking scr slf-tpng with stardrive recess 22mm. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 412.107s, lot: 20p8929, expiry date: october 1, 2029, manufacturing site: grenchen, release to warehouse date: november 5, 2019. A manufacturing record evaluation was performed for the finished device with lot number 20p8929, and no non-conformances were identified. Visual inspection: the received screws were found deformed at the threaded section at the screw-head. The anodized layer is worn away at the damages which indicates that they were caused post-manufacturing. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. Document / specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: our investigation has shown, that the reported complaint condition is confirmed due to the damaged thread flanks. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing considering the evidence that anodized layer is partially disappeared. We assume that the involved screws were not inserted aligned into the corresponding counterpart hole during insertion procedure. By this situation the thread got inevitable damaged which resulted in the malfunction of the device. Finally we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.